Manufacturer narrative:
This report is submitted on july 26, 2017.

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (tesla unknown). The patient's head was wrapped as an approved indication in europe. Surgery to replace the magnet has been completed (date not reported).